Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
The customer reported via phone call that the insulin pen was not delivering the correct dose as their blood glucose was high after taking the dose. Customer sates there are times doses do not show in the app. The customer confirmed they were priming before delivering insulin dose. No harm requiring medical intervention was reported. The insulin pen was not returned for analysis.